Event description:
It was reported that the patient had a new system added due to high thresholds on her old leads from boston scientific. It was noted during a follow up check in clinic that right atrial (ra) threshold was 5.0v@1.0ms and right ventricular (rv) was 2.0v @ 0.6 ms, both had slowly been rising. Due to the patient being pacemaker dependent and extremely symptomatic to low rates, the physician decided to replace both leads at the device change out. A new system was added through the left side and old leads were capped. Patient did fine before, during and after procedure. Ref report: mw5164496. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).

Manufacturer narrative:
Combination product: yes. No further information about the lead identity available. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.